Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged device has strange odor. Patient also alleged nasal/throat irritation or soreness. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 17, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging the device has a strange odor, nasal/throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer using a known good power supply and power cord, manufacturer tech was able to confirm the device powers on and provides airflow. During the investigation manufacturer observed an unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, bottom enclosure, blower, blower box and blower seal. A keratin-like substance was observed on the blower box outlet. ER-(B)(4) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Manufacturer confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER (B)(4). See ER (B)(4) for the procedure used to make this determination. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam and cannot confirm the complaint of a strange odor. Manufacturer is unable to address the patient symptoms specified. In this report, sections d9, g3, h3, and h6 have been updated or corrected.